Event description:
The pt had been admitted to the hosp with gi bleeding. While a procedure was being done, the plastic bottom of a medication cup was found in the pt's esophagus. The reporter stated that the piece of plastic is in a perfect circle and is imprinted with co's name. The reporter also stated that she used sharp scissors and a pill crusher and was unable to cut the bottom off in a perfect circle. The cup, the reporter assumes the bottom came from, is a seamless cup. The pt is developmentally disabled and therefore is not able to tell how this may have happened. The reporter stated that one week before the plastic was found, the pt had a choking episode documented.